Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. Patient awoke to paramedics knocking on her door; a friend could see her blood glucose (bg) levels were low through a phone app and called an ambulance. The patient's bg levels dropped to 31 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include loss of consciousness. The patient ingested some sugar and paramedics delivered dextrose intravenously; this brought her bg level up to over 200 mg/dl in about 10 minutes. Paramedics left after 25 minutes. Patient also reported being diagnosed with multiple sclerosis within the last 7 months.